Event description:
Customer reportedly obtained results of 500mg/dl and 130mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported. No strip info provided. Requested return of suspect device and replacement was sent.